Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. Reportedly, customer believed that consuming too many carbs possibly contributed to bg; however, customer alleges that the alarm did not annunciate for a continuous glucose monitor (cgm) alert. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. No information was provided regarding the type of treatment received. Reportedly, the customer was released 7 days later with the issue resolved and no permanent damage.